Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the screen of the sensica device had a blue box that showed, hang bag and attach tube. The device showed touch resume to continue but when they touched the resume button, it was not registering or going away. They were able to touch the shutdown, actions and data buttons though. Also the urine was getting stuck at the tube holder window. They were lifting it up and down to try and get it to flow, but it did not go past that point. It looked to be about 4-5 of a urine in the tube that was stuck.

Event description:
It was reported that the screen of the sensica device had a blue box that showed, hang bag and attach tube. The device showed touch resume to continue but when they touched the resume button, it was not registering or going away. They were able to touch the shutdown, actions and data buttons though. Also the urine was getting stuck at the tube holder window. They were lifting it up and down to try and get it to flow, but it did not go past that point. It looked to be about 4-5 of a urine in the tube that was stuck. Per follow up information received via email on 05jan2022, it was stated that there was patient involvement, but no patient harm. To fix the urine not flowing, the tubing was removed from the tube holder window and it flowed into the bag. To fix the frozen screen they powered it down and let it reboot. When it came back on it was working.

Manufacturer narrative:
The reported issue was inconclusive. The root cause of the reported issue could not be determined. A potential root cause was part geometry. However this could not be confirmed. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "indications: the bd sensica¿ urine output system is an automated system for continuous monitoring of urine output (uo) and core bladder temperature when connected to a temperature-sensing foley catheter. Target population: the bd sensica¿ urine output system is intended for bedside monitoring of urine output for any patient with an indwelling, urological catheter, drainage tubing and collection bag, typically in critical care settings or where close monitoring of urine output is desired. The bd sensica¿ urine output system is also intended for monitoring core bladder temperature when used with the bd sensica¿ temperature monitor module and a bd 400 series temperature-sensing foley catheter or equivalent." The device was not returned.